Event description:
The customer reported 12-lead ECG v4 signal loss.

Manufacturer narrative:
The customer reported 12-lead ECG v4 signal loss. This isolated the issue to the ECG lead's trunk cable. There was no pt impact. On (B) (6) 2010, the customer reported that replacing the lead's ECG trunk cable resolved the issue.